Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that there is a malfunction in the geometrical movement. Review of the log files confirmed malfunction in the geometrical movement. Upon troubleshooting fse inspected the system onsite and found that the issue was with dcps and fuse. To resolve the issue, fse replaced both the dcps and the fuse. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the geometry movements were not available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.